Manufacturer narrative:
A getinge field service engineer (fse) evaluated the device and replaced batteries (d146-00-0039) because they didn't last for the pm. Replaced power cord (d012-00-0886-01) due to normal wear and tear. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use.

Event description:
N/a

Manufacturer narrative:
Due to character limitation in e1 for initial reporter name, full initial reporter name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the batteries of cs100 intra-aortic balloon pump (iabp) didn¿t last for the pm. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11 corrected field: h6 (investigation findings, investigation conclusions).

Event description:
N/a